Manufacturer narrative:
Analysis of programming/device diagnostic history performed.

Event description:
Vns programming history for the patient's device was reviewed on (B)(6) 2013. In reviewing the data, it was observed that on (B)(6) 2008 the device was found to be at unintended settings, which would have resulted from an interrupted system diagnostic test at a prior dosing session. According to the programming history, the prior dosing session occurred on (B)(6) 2008, which is when the vns device settings would had changed to unintended settings. The settings were not found or corrected until (B)(6) 2008. There were no reports of any patient adverse events as a result of the setting change.